Event description:
On (B) (6) 2010, covidien was informed of a customer who had an issue with a "heparin finished product." (No specific information about product identity was received.) The attorney alleges that the patient was administered heparin during the course of various procedures and treatments, the last of such having occurred on or prior to (B) (6) 2008, containing alleged contaminants. The patient passed on (B) (6) 2008.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.